Event description:
Non-deflation in pretesting was noted.

Manufacturer narrative:
Based on available info, the determination is that this malfunction is likely to cause or contribute to a serious injury to a pt: because sometimes, a surgical intervention is needed to remove a urinary catheter whose balloon has failed to deflate. If forcibly removed with the balloon still fully inflated, there is a risk of serious injury to the soft tissues of the urethra. An analysis of the returned sample showed that it met specification. No sign of obstruction, deformity or abnormality in the inflation lumen that could possibly lead to non deflation could be detected. Product functional when tested. Reported to the FDA on (B)(4) 2013. Note: the actual date of event is unk, so the date used was the date we became aware.